Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the product was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a za9003 22.5 diopter intraocular lens (iol) was fully implanted into the patient's operative eye, the doctor noticed that the haptic was bent and had difficulty unfolding it. Therefore, the doctor removed the lens during the same procedure and replaced it with another lens that was the same model and diopter. There was no incision enlargement, vitrectomy, or sutures used. Reportedly the surgery went well and there was no post-operative patient injury. No additional information was provided.